Event description:
Gxl wear, 8 years out, 80 year-old patient. Surgeon not planning on revising.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the prosthesis wear reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear. However, this cannot be confirmed as the devices have not been revised, and therefore, have not been returned to exactech for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Gxl wear report from dr. (B)(6), 8 years out, (B)(6) year-old patient. He¿s not planning on revising.